Event description:
It was reported that an insulin occlusion alert occurred at breakfast and was resolved only after a full supply change, after which insulin delivery resumed; the affected infusion set was a contact detach steel set, and a replacement infusion site was requested. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation of this case revealed an obstruction of flow associated with the connector/coupler and a deformation problem consistent with a component-related issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.